Event description:
It was reported that the ventilator's safety valve stuck. Moreover, pull magnet and inspiratory pipe were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Moisture residues were found on the pull magnet and inspiratory pipe within the inspiratory section of the ventilator. How the safety valve pull magnet and the inspiratory pipe became contaminated remains unknown but it cannot occur during ventilation. The causes of the claimed issues in this customer product complaint have been determined. The issues were related to accidental damage. Adverse event problem codes - results and conclusions were adjusted accordingly.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. During preventive maintenance the moisture residues were found on pull magnet and inspiratory pipe. The contaminated parts were replaced. The device was delivered to the user in working condition. According to the technician the liquid most likely came from the nebulizing as not always the filters were used during nebulizing. The causes of the claimed issues in this customer product complaint have been determined. The issues were related to accidental damage.

Event description:
Manufacturer's ref. #: (B)(4).